Event description:
It was reported that the bd q-syte luer access split septum experienced foreign matter, contaminated. The following information was provided by the initial reporter, translated from spanish to english: customer has provided the data for collecting the sample. It was informed that the batch with a similar occurrence is 3030723 and detected on (B)(6) 2023, that pictures were sent and the sample is available to be collected. One unit affected, identified during process. Particle inside the material.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 15-sep-2023 h.6. Investigation summary: bd received a q-syte closed luer access port device with a black strand caught in between the septum and the q-syte body. The shape and the color of the black strand leads us to believe that it is a strand of hair. The reported issue confirmed. This was the physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to human error in the packaging process. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd q-syte luer access split septum experienced foreign matter, contaminated. The following information was provided by the initial reporter, translated from spanish to english: customer has provided the data for collecting the sample. It was informed that the batch with a similar occurrence is 3030723 and detected on (B)(6) 2023, that pictures were sent and the sample is available to be collected. One unit affected, identified during process. Particle inside the material.

Event description:
It was reported that the bd q-syte luer access split septum experienced foreign matter, contaminated. The following information was provided by the initial reporter, translated from spanish to english: customer has provided the data for collecting the sample. It was informed that the batch with a similar occurrence is 3030723 and detected on 26th jun 2023, that pictures were sent and the sample is available to be collected. One unit affected, identified during process. Particle inside the material.

Manufacturer narrative:
Investigation summary: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed a q-syte connector with a black strand caught in between the septum and the q-syte body. The shape and the color of the black strand leads us to believe that it is a strand of hair. The reported issue confirmed. This was the physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to human error in the packaging process. A device history record review showed no non-conformances associated with this issue during the production of this batch.